Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, lead noise on right atrial lead causing inappropriate mode switch episodes was observed. The noise was reproducible with isometrics. The physician elected to continue to monitor the lead. No patient symptoms were reported.